Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high threshold measurements and was oversensing during a routine follow-up appointment. An invasive revision procedure was performed and the pace and sense portion of the lead was surgically abandoned. A pace and sense non-bsc lead was successfully implanted during the procedure. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product was partially abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.